Manufacturer narrative:
This event has been reported by the importer on MDR# 2429304 - 2022 - 00064. The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during an unspecified procedure using an evis exera iii duodenovideoscope with a single use distal cover, upon withdrawal of the scope at the end of the procedure, the distal cover fell off into the patient. The distal cover was retrieved, and the procedure was completed with no further consequences to the patient. Additional details regarding the patient and reported event have been requested. At this time, no additional information has been provided. Case with patient identifier (B)(6) reports the distal cover used in the procedures. Case with patient identifier (B)(6) reports the scope used in the procedure.

Manufacturer narrative:
The device history record (DHR) for the reported lot was reviewed. It is confirmed that the device met all design and safety specification when it was shipped. Replication testing was carried out using a lot on hand. It was determined that the distal cover is not likely to be damaged or come off when it has been attached correctly per the IFU. The instructions for use shipped with the device provides the user with the following information related to the reported event: as described in the IFU "7.3 attaching the distal cover" (p.11 to p.13), please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. [Conclusion root cause of the suggested event was not specified. Cause analysis: additional information was requested from the customer regarding the following with no response: - is customer using anti-fog agents? - did customer confirm that there are no abnormalities such as cracks in the cover immediately after mounting on the scope? In addition, although the recovered cover was damaged, it was not possible to confirm the cause because the cover was not returned. The likely reasons for the falling off of the tip cover are as follows. -chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. -the cover was easily removed from the scope due to insufficient attachment to the scope. -when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope.

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation and a correction to g2. G2: information added to this field that was inadvertently not included on the initial medwatch. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412). Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. The parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, and the details of the occurrence situation could not be confirmed, so the cause could not be determined. As part of the formal investigation, the possible causes for the drop off of maj-2315 are likely to be the following: -chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. -the cover was easily removed from the scope due to insufficient attachment to the scope. -when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. Olympus will continue to monitor field performance for this device.